Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was a false empty detected at initial drain, after initial drain alarm volume was met, and a false empty detect at previous therapy last drain after minimum drain volume was met.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During the night drain cycle one, the patient's ultrafiltration reading was 1463ml. Which indicates that the home patient (hp) drained 1463ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.